Manufacturer narrative:
.

Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: stent migration requiring surgical intervention (CABG) resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported that after a procedure was performed in 2009, during which a 2.75 x 18 mm xience v was placed, the pt was sent home. Plans were made for another procedure to take place the following month, as it was known that the stent was moving proximally from the place where it was implanted. The second procedure took place as planned and another implantation was attempted with another company's stent; however, this attempt was not successful, and the pt was sent to surgery (CABG). The pt is reported to have recovered from surgery. No additional event or pt info is available.